Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in china reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during patient use. The healthcare facility stated that the patient was in a type 2 diabetic hypoglycemic coma and had heart and respiratory failure. The healthcare facility reported that the patient's blood oxygen saturation decreased from 93% to 85%. The healthcare facility stated that the subject device was immediately replaced, and the patient's blood oxygen saturation recovered to 92-95%. There were no further reported patient consequences.

Manufacturer narrative:
(B)(4). Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times method: the complaint opt944 optiflow + adult nasal cannula was not returned to f&p for evaluation. F&p's investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: the healthcare facility stated that the opt944 optiflow + adult nasal cannula was damaged. The healthcare facility stated that the patient was in a type 2 diabetic hypoglycemic coma and had heart and respiratory failure. The healthcare facility reported that the patient's blood oxygen saturation decreased from 93% to 85%. The healthcare facility stated that the subject device was immediately replaced, and the patient's blood oxygen saturation recovered to 92-95%. There were no further reported patient consequences. Conclusion: f&p's investigation was unable to determine the exact cause of the reported damage. Based on f&p's knowledge of the product, the reported damage is likely to have been caused by the tubing being subjected to excessive force.

Event description:
A healthcare facility in china reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during patient use. The healthcare facility stated that the patient was in a type 2 diabetic hypoglycemic coma and had heart and respiratory failure. The healthcare facility reported that the patient's blood oxygen saturation decreased from 93% to 85%. The healthcare facility stated that the subject device was immediately replaced, and the patient's blood oxygen saturation recovered to 92-95%. There were no further reported patient consequences.